Event description:
It was reported that during a ptca procedure, the wire had been advanced through the struts of a previously placed stent and the physician felt resistance. During removal the tip of the wire broke and remains in the patient. Patient status is listed as "okay".